Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer loaded a new empty cartridge and successfully delivered a bolus to address the issue.